Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the pump did not start has been completed. The data logs show a pump stop with alarm 13-motor current high during case start. The cause of the pump did not start issue was not determined since product was not returned and sufficient clinical information was not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was inserted and was damaged during insertion by the physician and was unable to be started after three attempts. This impella was removed and a new impella placed. There was no patient harm reported, and this device was replaced.